Manufacturer narrative:
This report is being sent as follow-up # 1 to provide patient demographics in sections a1 thru a6, to provide additional information in section b5, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. A4: weight: 85.1kg one 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. All components were returned separated and no damage to any component was identified. The carrier tube was inspected and was found to have been in forward lock position with the suture fully deployed and cut distal to the clear stop indicator. The latch was inspected and was found to have been manufactured improperly as the connection feature was not present on the device. The complaint was able to be confirmed for a defective carrier tube latch. The root cause was determined to have been a defective component received from the material supplier and human error due to improper device inspection. An awareness of the incident was provided to the associates, and a supplier corrective action report (scar) was previously generated for the supplier of the deployment sleeve.

Event description:
Additional information was received on (B)(6) 2023: the procedure being performed was a left heart catheterization with percutaneous coronary intervention (pci). A 6fr 10cm pinnacle sheath was used. Normal pre-deployment process was used.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated he could not get the device to click into place after moving it forward into the sheath. He could not get it to click the first time or second time. The physician stated that he had the device and sheath arrow to arrow however, he just could not get it to click together. They pulled back and cut the string and assumed it deployed. Ended up having a slight hematoma however, the patient is fine. Pressure was held as well. The patient was stable.